Manufacturer narrative:
Patient status post-programming changes should have been included in initial MDR.

Event description:
Patient was stable post-programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented via merlin@home transmission non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient did not receive any inappropriate therapy during the oversensing. Programming changes were made.